Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis indicated that the radiofrequency (rf) head had a broken upper case, and a damaged lower case. The head also had intermittent operation due to a cable which was out of specification. The cases and cable were to be replaced and the head was to be restocked. (B)(4)

Event description:
It was reported that the radiofrequency head was returned with no information and subsequently tested out of specification during ma nufacturer's analysis. There was no patient involvement.